Event description:
It was reported by customer that reports of historical module connection errors. Users have observed that these issues are associated with physical damage to the iuis on the modules. There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided by the customer.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had channel disconnected error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.